Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead was exhibiting high capture thresholds and had a lead impedance increase that jumped more than double the previous value. Patient was sent to the hospital for lead revision. Lead could not be revised due to the patients vein being occluded. Programming changes were done instead. Patient followed up on (B)(6) 2019 and all values were stable. Patient condition was stable throughout.